Event description:
It was reported that during an elective percutaneous coronary intervention (pci) case with chronic total occlusion (cto) at the proximal left anterior descending artery (lad) under the drug eluting stent (des) plan of treatment, the cto lesion was tried with a pilot 150 guide wire (gw), but could not cross then changed to a progress 200t which successfully passed the lesion. The physician planned to stent with a des and inserted an advance gw to protect a side branch. The progress was removed from the vessel and was replaced with the pilot 150 gw which was previously used, and a microcatheter at the lad. The physician felt it was difficult to move the gw through the guiding catheter and, so removed the system out and flushed the clot from the catheter. He then repeated the procedure. Also dilated the lesion with a non-abbott dilatation catheter and a non-abbott stent. There was no reported pt sequela. The physician could not determine if difficulty with the gw or the gw coating or intermediate coil contributed to the "clot".

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni results within the risk stratification range for two patients generated by access 2 immunoassay analyzer. The results were reported out of the laboratory and questioned by the physician. The patients were held at the ER for observation. Repeat testing on the original sample generated results within the normal reference range.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been rec'd. The investigation is not yet completed. The hi-torque pilot (part 1010481-h, lot 9121991) and advance (part and lot number unk), indicated are being filed under seaparate MFR#.